Event description:
It was reported that the bd nano¿ 2nd gen pen needle was clogged. The following information was provided by the initial reporter: needle clog during injection, stated that the pen stops half way through.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evalution?: d9: returned to manufacturer on: 24-jun-2022 h6: investigation summary customer returned (15) open 32gx4mm bd pen needles without tear drop labels or inner shields attached. The customer reported a needle clog during injection. All 15 returned samples were examined, and it was observed that 8 featured a broken non-patient end (npe) cannula, and 7 featured a bent npe cannula. The bent and broken npe cannulas would prevent proper flow through the pen needles, hence, the customer would think the pen needles were clogged. Since all 15 samples were returned after use, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. The root cause of this issue is user related. The npe cannulas were bent and broken by the user after handling the pen needles.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle was clogged. The following information was provided by the initial reporter: needle clog during injection, stated that the pen stops half way through.